Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis

Event description:
A site representative reported that, while outside of a procedure, the imaging system would not complete initialization as the generator bars on the pendant continued scrolling. It was reported that the imaging system was restarted to restore functionality. There was no patient present when this issue was identified. No additional information was provided.